Manufacturer narrative:
This report is filed on july 27, 2016.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, an infection was suspected and subsequently the device was explanted (date not reported). The patient was re-implanted with a new device.